Event description:
It was reported that occlusion alarms. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using apidra insulin with the pump. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. The issue was resolved by changing the infusion set and cartridge, after which the customer resumed insulin delivery.